Manufacturer narrative:
No medwatch form was received the anomaly observed in the field was confirmed in the laboratory. The pacing coil was fractured and the optim sheath was wrinkled at 20.3 cm from the connector pin. The filars of the pacing coil were slightly clamped and tilted and the appearance of the fractured areas of the pacing coil indicate the fracture was due to fatigue. This could cause the oversensing and inappropriate shocks.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the lead.